Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter and excessive adhesive. This occurred on 26 occasions. The following information was provided by the initial reporter: excessive silicon comes out of the cannula.

Event description:
It was reported that syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter and excessive adhesive. This occurred on 26 occasions. The following information was provided by the initial reporter: excessive silicon comes out of the cannula.

Manufacturer narrative:
H6: investigation summary: customer returned an image of a 0.3ml 31 gauge, 6mm syringe. The syringe features a translucent bead of material on the length of the needle. This appears to be a solidified bead of silicone adhesive. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the image received, bd was able to confirm the customer¿s indicated failure of silicone present on the needle. H3 other text : see h10.